Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: a review of the black box and alarm history showed multiple call service 054/052 slave communication alarms. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly. No call service 054/052 alarms occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The investigation was unable to duplicate the allegation of a call service 054/052/sleep alarm complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.